Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. At an unspecified time, the device was programmed for piggyback delivery of 5% albumin 25mg/500ml. No specific programming parameters were provided. At an unspecified time the delivery was started. After an unspecified length of time the nurse noted the display indicated the medication was being delivered however, no medication was ¿pulled from the bottle.¿ at that time, the tubing set was replaced and the therapy was completed using the same device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no additional info was provided.